Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2: lines leaking happened twice at the same location connection of pump segment. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). One (1) contaminated sample was provided for evaluation. The samples were visually evaluated, and no defects were observed. The sample was subjected to functional leak testing following design input requirements, by creating a closed system between the arterial and venous portion of the sets and testing them utilizing air under water. Results indicated a failure on the pump segment connector and the tubing. Based on the investigation findings, the sample was not within internal specification; therefore, the reported defect was confirmed. Incidents of this nature are attributed to operator oversight during the manual solvent application process of the product. The operator applied insufficient solvent on the tubing during the bonding process. Although our training procedures ensure that our employees are properly trained in their areas of responsibility, an oversight on the operator's part can be attributed to an incident of this nature. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.